Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following results:a review of the pump¿s history showed no evidence of short battery life. A battery compartment crack was observed and the battery cap threads were damaged. The cap was unable to fully tighten on to the pump; however, a test cap was able to tighten on fully. The pump was exercised for 24 hours with no power loss. The pump¿s current draws were found to be in specifications. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Additionally, the black box showed a time and date reset to factory default following a reboot. The pump¿s internal clock battery was found to be leaking.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump¿s battery life had shortened. The reporter noted a crack in the battery compartment and stated that the cap would not stay on the pump and had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.